Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer cubie pocket failed, showing a read, write, or invalid cubie memory error. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the half height drawer 4.1 pocket c5 was unable to recover. A field service engineer (fse) logged in with carefusion support, opened the hardware test application, tested the drawer, and verified it was working properly. No issues on the drawer. The fse confirmed that customer successfully recovered the pocket. The system functioned as intended after the field service engineer investigated the device.